Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition that the device quit working could not be duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the power light blinked a couple of times before going out when the power was switched off. It was determined that this was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the universal battery charger device quit working. It was not reported if there were any delays in the scheduled surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.